Event description:
The viabahn device was intended for the repair of a left iliac aneurysm. The doctor gained access via a femoral cut down. A small stenosis was dilated, and then the first viabahn endoprosthesis was placed to occlude the aneurysm. However, there was still some residual aneurysm filling. A second viabahn endoprosthesis was placed and fully deployed with the deployment line completely removed from the device and catheter. The physician was unable to retrieve the deployment catheter. The physician applied more force to remove the catheter and the viabahn reversed inward on itself. The physician decided to continue pulling back on the catheter and remove the second viabahn together with the introducer sheath. The procedure was completed by placing a balloon expandable stent which successfully occluded the aneurysm. The viabahn returned for inspection.

Manufacturer narrative:
The investigation into this event is currently in process, not completed at this time. A review of the mfg records was conducted. Results: the review of the mfg records verified that all pre-released specifications were met.